Manufacturer narrative:
The srt replaced the blender. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during testing of the device at the service center, the electronic patient gas system (epgs) sechrist blender was not giving a consistent value for the fraction of inspired oxygen (fio2) reading. There was no patient involvement.